Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the segment broken, the insertion flexible tube (ift) compressed, the light guide cable buckled, the suction channel buckled, the segment corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector deformed, the operation channel leak, the objective lens unit scratched, the distal body dirty, the objective lens unit dirty, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.